Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 180 mg/dl. Customer stated they receive insulin flow blocked alarm. Customer reported that alarm did not occur during fill tubing. Customer reports event was resolved by infusion set change. The device will not be returned for analysis.